Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Clinical details report that the placement signal not reliable (psnr) alarm triggered out of box. The pump was still used to support a percutaneous coronary intervention procedure. No further details were provided. Data logs were reviewed, and from the first rt log, all 5s parameters were out of specification. Of note, gain was ~2.44 and light was ~1.9. These are potentially indications of damage to the optical fiber line, however, without returned product, other failures cannot be definitively ruled out. The root cause of the optical signal issue could not be determined since product was not returned for investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient had an impella cp implant and the optical sensor was damaged upon insertion. Troubleshooting and appropriate steps were followed to no success. The physician was notified that the cp would still be able to provide support but would not be able to get a placement signal. The doctor acknowledged this and continued insertion and use of the impella cp. The pump was eventually weaned and explanted, and no patient harm has been reported.